Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was unable to be successfully implanted due to high thresholds and high out of range pace impedance measurements associated with placement difficulty. This lead was explanted and replaced. No adverse patient effects were reported.